Event description:
It was reported that the patient was implanted a avenir mueller stem 2 lateral on the right side on (B)(6) 2014. It was stated that "cone morse" of the stem had scratches under the white cap of protection. The stem was implanted in the patient.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).